Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo set in which a blood backflow occurred. According to the report, the set was being used with a sigma pump and was connected to a patient. A nurse injected an unknown medication into one of the y-sites and as she pulled out the cannula, blood got pulled into the tubing. The tubing was not clamped at the time of the event. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.